Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) implanted with another manufacturer's implantable defibrillation lead, exhibited a low out of range shock impedance measurement less than 20 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that the physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.